Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that she had suffered a hypoglycemic event while at work and had lost consciousness. Pt's co-worker called paramedics and pt required an IV and was hospitalized. Paramedics measured pt's bg at 30 mg/dl. Pt believe that cgm failed to alert her because pt states that cgm wasn't reading accurately. At the time of her call to dexcom technical support, pt was feeling fine.